Event description:
It was reported that the valve was occluded.

Manufacturer narrative:
The valve was patent and passed siphon and reflux testing. It was within specifications for all pressure-flow and preimplantation testing. The valve did not pass leak testing due to three tears on the top of the delta chamber. A review of the manufacturing records showed no anomalies. All of our products are 100% tested at the time of MFR. The instructions for use that accompanies the valves caution that care should be taken in handling the valves as silicone has a low cut and tear resistance.